Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device went into backup mode while attempting to perform a cyber-security upgrade. The patient experienced phrenic nerve stimulation (pns) while the device was in backup. Technical support was contacted and successfully restored the device. The patient was asymptomatic following the device restoration. The cyber-security upgrade was not reattempted.